Manufacturer narrative:
An urgent field safety # (B)(4) was issued to customers outside the us which identified cartridges with serial numbers (B)(4) as generating d3 failures for po2 which prevents the cartridge from calibrating. The urgent field safety notice informed customers not to use cartridges in this range of serial numbers. This serial number for of the affected cartridge in this report is (B)(4), which is within this range of affected serial numbers. Affected cartridges were not distributed to customers in the us.

Event description:
Customer reported slope errors (d3) for po2 during calibration when they installed a new reagent cartridge on the instrument. Customer indicated that all samples were sent off site for analysis. There was no report of injury due to this event.